Manufacturer narrative:
The investigation of low pump flow has been completed. Clinical states that pump was placed at a different facility with suction alarm and questionable positioning but were deemed okay. After transferring, low flows were still persistent of 0.6 - 0.8 l/min at p-2 but echo confirmed position was correct. Blood was given but no change was observed in flows. Pump was not returned. Data logs were not returned as well. Therefore, the root cause of the low flow issue was not determined since product and data logs were not returned for investigation. Clinical information provided is not sufficient to investigate it further.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, there was suctioning with p level dropped to p-2. Albumin and blood products were given. The doctor believed the pump was possibly flipped when placed at an outside facility as the patient was transferred in the late evening. The staff was told the pump was repositioned successfully. The pump was explanted and the procedural outcome was the patient survived the surgery.